Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Additional information has been requested but not yet provided.

Event description:
A customer reported a v60 ventilator stopped working while on a patient and gave an error code of 100a for a calibration error. A patient was being ventilated on a v60 ventilator when the unit shut down. The customer reported that the patient was put on another device and an unreported amount of time later the patient died.

Manufacturer narrative:
On (B)(6). Updated UDI# (B)(4). Updated contact name. On 18jul18. Recall; (B)(4). The device was evaluated and the data acquisition printed circuit board to the motor controller printed circuit board cable was replaced as well as the motor controller bracket assembly( field change order #37 was implemented). The customer reported the unit did not cause harm or the patient death.